Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a hole on the patient line and a leak in the tubing was reported of the homechoice cassette, which is known to cause this alarm. The cause of the hole/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a hole in the patient line of the homechoice cassette that led to this alarm. It was further reported that there was a leak from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.